Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that signal artifact monitor (sam) episodes had been generated on this device. A review of the data identified the episodes occurred as the result of noise that appears to have been oversensed due to interaction with the minute ventilation (mv) feature. The noise was noted on both channels and it is possible it was due to electromagnetic interference (emi); however, there were high impedance measurements observed on the right ventricular (rv) vectors during the event. The caller stated she was going to inquire with the patient as to what she was doing at the time the event occurred and program sensor to accelerometer as a safety concern. No adverse patient effects were reported.